Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.

Manufacturer narrative:
The reported issue was confirmed design related. The identified root causes is ¿software issues¿ as it was confirmed that due to certain software steps being interrupted, that uo was not being reported or calculated correctly. Furthermore, multiple contributing factors were identified for the uo accuracy issue under evaluation: ¿ambiguous IFU¿, ¿ungraceful shutdown,¿ ¿not following IFU,¿ ¿power issues,¿ ¿software anomaly assessment,¿ ¿product acquisition evaluation and integration," and ¿ICU layout¿. However, all the contributing factors are correlated to the disrupting software operations particularly with relation to the power supply and ungraceful shutdowns. It was a combination of the ungraceful shutdowns that forced the software issues to be identified with increasing precedence. These issues were previously thought to be a lower risk level, but the current complaints show that this assessment was inaccurate. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. Labeling review is not required because labeling could not have prevented this issue. Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the sensica device had inaccurate recording of hourly urine output. The nurse indicated that the urine output was high in patient. The current hour and the past hour both showed zero output. The nurse informed that in the past hour, the patient had output 420ml of urine that did not get captured by sensica. The nurse emptied the bag at approximately the turnover to the current hour. Representative observed that there was approximately 47ml in the meter chamber that had not registered in the current hour. Representative asked the nurse to remove the bag and tubing from the system and wait a short period of time and then replace the bag and tubing. While the bag was off the device, more urine made it into the bag. When the bag and tubing were replaced, the system gave the stabilizing notification. After the stabilizing notification went away, the sensica system said it had detected 47ml, which was subsequently added to the reading for the current hour, but there was about 75ml in the meter at that point. The nurse stated that they would manually enter the difference into the current hour. The log file was pulled from this unit, which led to a reboot. Upon rebooting, the unit displayed asterisks for the previous hours temperature data, where it had previously been displaying temperature values. When the data screen was pulled up, a string of numerical characters was in place of the temperature history values (did not correspond to a temperature, but rather a string of the same numbers for each hour). When the representative left the room, the unit appeared to be measuring new output normally.